Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system faults (sf 179 and sf 218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Review of the device data logs confirmed the occurrences of system fault error messages (sf 179 and 218). Inspection of the returned device's main printed circuit board (pcb) showed evidence of rework on the pcb. The investigation determined that the device failure was due to an isolated component failure within the device main pcb. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system faults (sf 179 and sf 218). There was no patient injury reported as a result of this incident.